Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with low blood glucose levels due to a misunderstanding of device expectations. The blood glucose reading was 40 mg/dl. The customer stated that she thought that the insulin pump had been programmed with the continuous glucose monitoring system already, and she expected that the insulin pump would have notified her of the low blood glucose. She complained that there had been no alarms that warned her. She stated that the issue was caused by a high basal rate. She advised that she was able to contact her trainer to successfully decrease the basal amount. She declined assistance with the matter. Nothing further reported.